Event description:
Alert: atrial unipolar lead impedance warning on (B)(6) 2022. Lead measurements are consistent with historical trends. Atrial lead is programmed bipolar. Early/false termination of recorded at/af (atrial tachycardia/atrial fibrillation) episodes per device diagnostics due to intermittent atrial under sensing. P-waves measure 0.3mv and sensitivity is programmed 0.3mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).